Event description:
Reporter stated that patient's blood glucose was tested on the accu-chek compact plus system which reported a result of 3.8 mmol/l. One minute earlier, patient's was tested, on an accu-chek mobile system, which produced a result of 7.8 mmol/l. No adverse event was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the suspect product used with the accu-chek compact plus system. (B)(6).